Event description:
While delivering the 4th coil (cpl-100206-30/ g12529; complaint product) in the microcatheter (echelon 10/ covidien); physician felt a severe resistance and the coil got stuck. It was unknown where exactly the coil got stuck. Therefore the coil was safely removed from the patient. The procedure was completed with no further issues. There is no detailed information on how the procedure was completed. No patient injury was reported. A total of 18 micrus coils were used during the procedure; and all micrus coils except the complaint product were successfully deployed using the same microcatheter. The coil is going to be returned for analysis. Failure analysis found that the coil was severely kinked/buckled.

Manufacturer narrative:
The echelon 10 microcatheter was not returned. As viewed through the sheath, the distal section of the coil is snaking, but undamaged. As viewed through the sheath and located at the distal tip of the skive, the proximal end of the coil has severe buckling damage. Located proximally 3 mm off the distal tip of the dpu, there is a section of severe buckling to the dpu. The coil's socket ring has been pushed down inside the outer sheath. Except as noted the remaining distal section of the coil is undamaged. The coil and device positioning unit (dpu) were returned severely buckled. The evidence strongly suggests that distal interference inside the microcatheter contributed to the coil becoming stuck. It cannot be determined if the source of this interference was of a fixed or detached nature. In addition; without the return of the echelon 10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.